Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('cornu bilaterally shows thin wires embedded within the lumen') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy I bilateral salpingectomies and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, menorrhagia, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, menorrhagia and uterine leiomyoma with essure. The reporter considered embedded device to be related to essure. The reporter commented: surgical pathology report: endocervix with no significant pathologic change. Proliferative type endometrium. Focal scarring suggestive of possible attempted ablation. Wire type foreign body material identified in bilateral cornu, consistent with implanted contraceptive device. Right fallopian tube: unremarkable fallopian tube with paratubal cyst. Left fallopian tube: no significant pathologic change. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: embedded device, menorrhagia, dysmenorrhea and uterine leiomyoma.". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: medical records received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified event¿ embedded device, menorrhagia, uterine leiomyoma and dysmenorrhea¿. This case is medically confirmed. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.